Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on ca board sn (B)(4). Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. The monitor design change in (B)(4) was determined to be effective at reducing the occurrence of fractured bga's resulting from mechanical strain. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was not powering on properly.